Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding menorrhagia') and pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and sinusitis. Concomitant products included salbutamol (albuterol) since 2014 for asthma, fexofenadine hydrochloride (allegra) since 2014 for chronic sinusitis as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2012 to (B)(6) 2014, cetirizine hydrochloride (cetrizine) from (B)(6) 2012 to (B)(6) 2014, clonazepam from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2010, gabapentin from (B)(6) 2012 to (B)(6) 2014, hydroxyzine from (B)(6) 2012 to (B)(6) 2014, hyoscyamine sulfate (levsin) from (B)(6) 2011 to (B)(6) 2012, nsaids since 2010, pantoprazole from (B)(6) 2011 to (B)(6) 2017, paracetamol (acetaminophen) since 2010, prednisone from (B)(6) 2012 to (B)(6) 2014, topiramate (topamax) from (B)(6) 2014 to (B)(6) 2017, trazodone from (B)(6) 2014 to 2017 and venlafaxine hydrochloride (effexor) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), genital haemorrhage ("gen. Abnormal bleeding"), autoimmune disorder ("autoimmune"), urinary tract infection ("uti") and procedural pain ("post removal complication"). The patient was treated with azithromycin (zithromax) and surgery (ablation and salpingectomy - bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, alopecia, headache, genital haemorrhage, autoimmune disorder, urinary tract infection and procedural pain outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, bleeding, autoimmune. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: gen. Abnormal bleeding, autoimmune, uti, post procedural complication and reporter information were updated. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and sinusitis. Concomitant products included salbutamol (albuterol) since 2014 for asthma, fexofenadine hydrochloride (allegra) since 2014 for chronic sinusitis as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2012 to (B)(6) 2014, cetirizine hydrochloride (cetrizine) from (B)(6) 2012 to (B)(6) 2014, clonazepam from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2010, gabapentin from (B)(6) 2012 to (B)(6) 2014, hydroxyzine from (B)(6)2 012 to (B)(6) 2014, hyoscyamine sulfate (levsin) from (B)(6) 2011 to (B)(6) 2012, nsaids since 2010, pantoprazole from (B)(6) 2011 to (B)(6) 2017, paracetamol (acetaminophen) since 2010, prednisone from (B)(6) 2012 to (B)(6) 2014, topiramate (topamax) from (B)(6) 2014 to (B)(6) 2017, trazodone from (B)(6) 2014 to (B)(6) 2017 and venlafaxine hydrochloride (effexor) from (B)(6) 2014 to (B)(6) 2015. On 4-mar-2010, the patient had essure inserted. On 4-mar-2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), genital haemorrhage ("gen. Abnormal bleeding"), autoimmune disorder ("autoimmune"), urinary tract infection ("uti") and procedural pain ("post removal complication"). The patient was treated with azithromycin (zithromax) and surgery (ablation and salpingectomy - bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, alopecia, headache, genital haemorrhage, autoimmune disorder, urinary tract infection and procedural pain outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, headache, heavy menstrual bleeding, infection, menstrual disorder, migraine, pelvic pain, procedural pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, bleeding, autoimmune discrepancy regarding essure confirmation test, earlier ultrasound scan done now as per pfs essure confirmation test was not done diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion. Lot number: 689928 manufacturing date: 2009-11 expiration date: 2012-11 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and sinusitis. Concomitant products included salbutamol (albuterol) since 2014 for asthma, fexofenadine hydrochloride (allegra) since 2014 for chronic sinusitis as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2012 to (B)(6) 2014, cetirizine hydrochloride (cetrizine) from (B)(6) 2012 to (B)(6) 2014, clonazepam from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2010, gabapentin from (B)(6) 2012 to (B)(6) 2014, hydroxyzine from (B)(6) 2012 to (B)(6) 2014, hyoscyamine sulfate (levsin) from (B)(6) 2011 to (B)(6) 2012, nsaids since 2010, pantoprazole from (B)(6) 2011 to (B)(6) 2017, paracetamol (acetaminophen) since 2010, prednisone from (B)(6) 2012 to (B)(6) 2014, topiramate (topamax) from (B)(6) 2014 to (B)(6) 2017, trazodone from (B)(6) 2014 to (B)(6) 2017 and venlafaxine hydrochloride (effexor) from december 2014 to january 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual bleeding"), genital haemorrhage ("gen. Abnormal bleeding"), autoimmune disorder ("autoimmune"), urinary tract infection ("uti") and procedural pain ("post removal complication"). The patient was treated with azithromycin (zithromax) and surgery (ablation and salpingectomy - bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the heavy menstrual bleeding, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, alopecia, headache, genital haemorrhage, autoimmune disorder, urinary tract infection and procedural pain outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, genital haemorrhage, headache, heavy menstrual bleeding, infection, menstrual disorder, migraine, pelvic pain, procedural pain, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for pelvic pain, bleeding, autoimmune. Discrepancy regarding essure confirmation test, earlier ultrasound scan done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Fu 7 & 8 process together-mr received: reporter was added, no new clinically significant information were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) female patient who had essure (batch no. 689928) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and sinusitis. Concomitant products included salbutamol (albuterol) since 2014 for asthma, fexofenadine hydrochloride (allegra) since 2014 for chronic sinusitis as well as bupropion hydrochloride (wellbutrin) from (B)(6) 2012 to (B)(6) 2014, cetirizine hydrochloride ("cetrizine") from (B)(6) 2012 to (B)(6) 2014, clonazepam from (B)(6) 2014 to (B)(6) 2017, ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2009 to (B)(6) 2010, gabapentin from (B)(6) 2012 to (B)(6) 2014, hydroxyzine from (B)(6) 2012 to (B)(6) 2014, hyoscyamine sulfate (levsin) from (B)(6) 2011 to (B)(6) 2012, nsaid's since 2010, pantoprazole from (B)(6) 2011 to (B)(6) 2017, paracetamol (acetaminophen) since 2010, prednisone from (B)(6) 2012 to (B)(6) 2014, topiramate (topamax) from (B)(6) 2014 to (B)(6) 2017, trazodone from (B)(6) 2014 to (B)(6) 2017 and venlafaxine hydrochloride (effexor) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain") and alopecia ("hair loss"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2010, the patient experienced migraine ("migraines") and headache ("headache"). On an unknown date, the patient experienced infection ("infections") and menstrual disorder ("menstrual bleeding"). The patient was treated with azithromycin (zithromax) and surgery (ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, infection, menstrual disorder, vaginal haemorrhage, depression, anxiety, migraine, alopecia and headache outcome was unknown. The reporter considered alopecia, anxiety, depression, headache, infection, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs received: case became incident. New events hair loss, migraines, headaches were added. Event onset date was added. Concomitant drugs were added. Medical history was added, product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.